Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment for an abdominal aortic aneurysm and a unilateral right common iliac artery aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system and gore® excluder® iliac branch endoprostheses. The patient tolerated the procedure. On (B)(6) 2022, the patient presented emergently due to limb thrombosis (full occlusion) of the gore® iliac branch component. The patient was administered tpa therapy (coded: 5300-c:-additional procedure endovascular - other/unknown) overnight and flow was reestablished. On (B)(6) 2022, the patient underwent reintervention and two gore® viabahn® vbx balloon expandable endoprosthesis were implanted to extend coverage of the ibe devices on the right side. The patient tolerated the procedure with good results. Patency of all devices was reported.